Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level at time of incident was 600 mg/dl and the current blood glucose level was 600 mg/dl. The customer was treated with insulin pump. The customer reported symptoms related to high blood glucose such as nausea and headache. The customer states that the drive support cap appears normal. The customer reports that insulin exited at the quick release. Troubleshooting was done and displacement test was passed. The insulin pump will be returned for analysis.